Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® with dcd® non-platform switched tapered implant (bnst3213) and one unknown biomet screw were returned for investigation (images attached in complaint). Visual evaluation of the as returned products identified a broken screw fragment inside the implant. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted on the per and the patient had unknown bone density. The reported devices have been placed on tooth 14 (fdi) for approximately 3 years 7 months. X-ray and picture images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions (page 3). Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. January post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as visual evaluation identified a broken screw fragment inside the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog, lot , UDI number unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported abutment screw fractured inside the implant. Doctor was not able to removed the fractured part from the implant and the implant was removed.